Manufacturer narrative:
During this surgery, another incident was discovered and was reported under 1020279-2016-00967. (B)(4).

Event description:
It was reported that the patient had suffered a revision surgery to repair the periprosthetic fracture after a fall two days following the initial surgery. Actual parts revised are yet to be confirmed.

Event description:
It was additionally communicated that no devices were revised but that surgery involved only bone repair.